Event description:
The customer reported via phone call that he was had a button error on the insulin pump. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer stated that he does wear the pump with the buttons facing him. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.